Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. The balloon of a 5f mynxgrip vascular closure device (vcd) fell out of the blood vessel during the procedure. There was no reported patient injury. The device was stored and handled as per the instruction for use (IFU). There was no damage noted to the packaging of the device prior to use. The mynx vcd was prepped according to IFU instructions. The mynx vcd was used in a diagnostic peripheral procedure. The vessel type was arterial. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was not verified to be greater than or equal to 5 mm in diameter. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was no scar tissue present in the vicinity of the puncture site. The balloon lost pressure during patient use. The balloon lost pressure after inflation at 2nd stop with saline. The physician did not feel the tactile resistance and the mynxgrip device was withdrawn. There was no visible damage at distal end of the sheath after removal. The sales representative stated he thinks that the main reason is that there was a user mistake due to air in the balloon not entirely coming out during preparation. The sales representative advised the users to remove the air by injecting saline. The physician could not deploy the sealant and hemostasis was achieved with manual compression less than 30 minutes. The patient was not hospitalized, or the patient's hospitalization was not extended as a result of the event. The patient¿s outcome/status after the mynx event was recovered. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the received device showed that the shuttle cartridge was engaged to the black handle with stopcock closed and the sealant and advancer tube were observed to have been remained in the manufacturing position as received. The procedural sheath and syringe were not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device and found no leak in the balloon. Pressure was maintained with proper functioning of the inflation indicator. The inflated balloon diameter was verified and noted to be within specification. Per microscopic analysis, there was no saline in the balloon of the returned device. The condition of the returned device indicates that the balloon may have not been purged of air during the preparation phase which may have contributed to the reported failure. A product history record (phr) review of lot f1909903 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the information provided, the condition of the returned device and the investigation performed, incorrect preparation of the balloon during the procedure way have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. Neither the phr review, nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1909903 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) fell out of blood vessel during the procedure. Therefore, the physician could not deploy the sealant and hemostasis was achieved with manual compression less than 30 minutes. The patient was not hospitalized, or the patient's hospitalization was not extended as a result of the event. The patient¿s outcome/status after the mynx event was recovered. There was no reported patient injury. The device was stored and handled as per the instruction for use (IFU). There was no damage noted to the packaging of the device prior to use. The mynx vcd was prepped according to IFU instructions. The type of procedure the mynx vcd used in was diagnostic peripheral. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The vessel diameter was not verified to be greater than or equal to 5 mm in diameter. The balloon lose pressure during patient use. There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The balloon lose pressure after inflation at 2nd stop with saline, the physician did not feel the tactile resistance and the mynxgrip device was withdrew. There was no visible damage in distal end of the sheath after removal. There was no scar tissue present in the vicinity of the puncture site. The sales rep thinks that the main reason is that there was a user mistake and the possible reason was airs in the balloon did not entirely came out during preparation. Therefore, the sales rep advised the users to remove the air by injecting saline. The device will be returned for evaluation. Additional procedural details were requested but are unknown.

Manufacturer narrative:
Correction has been made to adverse event problem to add device code.